Event description:
It was reported the lead was explanted and replaced due to sensing difficulty, noted as low r waves, and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed.